Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h1, h2, h3, h4, h6, h10 no product was returned; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a right total hip arthroplasty due to osteoarthritis. Zimmer biomet components were implanted without complications. The patient was revised due to failed hip arthroplasty. The patient had a painful right hip with elevated metal ions: cobalt 4.1 h (<=1.0); - chromium 5.1 h (<=5.0); - chromium 6.3 h (<=5.0); - cobalt 5.0 h (<=1.0). Overgrown bone between the neck cut and the base of the femoral head. The head's taper was free of corrosion. The head and liner were replaced with new zimmer biomet devices. No other finding/complication related to the reported event was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. Product was returned and evaluated. A visual examination of the returned product identified dark debris and a circumferential groove pattern on the surface of the conical taper of the femoral head. The stem remains implanted. Fretting/corrosion damage was also noted on the surface to one or more small areas. The additional findings do not change the outcome of the previous investigation. This issue was confirmed based on the returned devices and provided medical records. A definitive root cause cannot be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, d1, d2, d4, d10, g3, g4, g6, h1, h2, h6, h10. D10: part: 00771100600, lot: 60894777, femoral stem 12/14 neck taper size 6 standard offset. Part: 00620205022, lot: 60918466, shell porous with cluster holes 50 mm. Part: 00625006530, lot: 60926632, bone scr 6.5x30 self-tap. Part: 00630505032, lot: 60891283, liner standard 32 mm.

Event description:
It was reported that the patient was revised 13 years post-implantation due to pain and elevated metal ions. There was noted overgrown bone between the neck cut and the base of the femoral head, which it was removed and no metal debris was reported. The femoral head and liner were exchanged with no complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: part: unk stem, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01933.

Event description:
It was reported the patient was revised approximately 13 years post-implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available.